Event description:
It was reported that after medical solution was injected into the catheter, the solution was seen leaking form the catheter. As a result, the catheter was removed and replaced without issue or complications to the pt. Additional information received on 09/10/2010 from arrow (B)(6) stated that when the blood was aspirated using a syringe, after the catheter was inserted, air came into the syringe. The md removed the catheter. A new kit was used. When the catheter was flushed, no abnormalities were seen.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.